Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not being detected on the bus. The field service engineer (fse) found that drawers 2.1 and 2.2 were not detected on the bus. After performing several troubleshooting steps, the fse determined that the drawer controller card on drawer 2.1 had experienced a functional failure, which also caused damage to the pyxie bus controller card. The fse replaced the 2.1 controller board and the pyxie bus controller board. The fse then completed a successful hardware test using the hardware test application. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 2.1 and 2.2 were not detected on the bus. Recovery and hard reboot were attempted, with no success. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.